Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the compressor due to the overheating alarm. Calibrations and functional checks were performed and the unit was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) does not counterpulse, it beeps and gives the system overheating alarm. There was no patient involvement.